Manufacturer narrative:
No physical damage to connector pins, cow catcher, or casing was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unable to confirm allegation of low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter. The customer reported blood glucose value of 68 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884, unomedical, mmt-7040a, mmt-332a, mmt-7841zn. Troubleshooting was performed and customer was not using the auto mode/smart guard feature at the time of the event. Customer reported a loss of communication between the transmitter and the pump. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-332a. Customer will discontinue to use the transmitter. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.